Manufacturer narrative:
Initial reporter full name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer attempted a sheath-less insertion of the intra-aortic balloon (iab) and found blood inside the central lumen. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional information: describe event or problem, other relevant history, device available for eval?, event site telephone. Reference complaint # (B)(4).

Event description:
It was reported that the customer attempted a sheath-less insertion of the intra-aortic balloon (iab) and found blood inside the central lumen and helium gas tube. Also, there was a reported helium leak alarm. The iab was replaced and therapy continued. There was no patient harm or adverse event reported.